Manufacturer narrative:
Updated information. Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Corrected information.

Event description:
It was reported that the sutures have cut through to the anchors. It is unknown whether the sutures were removed from the patient or not. A back-up device was available to complete the procedure without any delay. No patient injuries were reported.

Event description:
It was reported that the sutures have cut through to the anchors. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the delivery needle is dramatically bent on two planes. T1 is free from the needle but is intact. The actuator is positioned behind t2 indicating a trigger advancement and deployment of t1. The trigger was cycled and t2 deployed as intended. The device was not returned in the condition of the reported complaint of the suture cutting through the anchors. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that the sutures have cut through to the anchors. It is unknown whether the sutures were removed from the patient or not. A back-up device was available to complete the procedure without any delay. No patient injuries were reported.